Event description:
The surgeon from the emergency hospital (B)(6) reported via stryker distributor in (B)(4) - third part - that "femoral nail s2 was broken six month after the surgery. Consolidation was insufficient. Nail was removed and a new nail (s2 compression nail) was implanted."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.